Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: "before connecting patient,after few minutes after to start priming procedure/during priming procedure, blood outlet (near white protective cap) in oxygenator started to leak, they changed for the new one hls set advanced." (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Correction: the description of the event was revised in section b of this report.

Event description:
According to the hospital:" white plug/cap which to close distal part of arterial cannulae, have been broken down, before connecting the patient. They have changed for a arterial cannula of our competitors and start ecc procedure without any problems." (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002 (B)(6). Maquet cardiopulmonary did not need the product back for investigation. The failure was not a first of its kind. The investigation was performed based on the received picture.sap trend search was performed (failure code: 0433 vent plug) which came to following results: 3 additional complaints were recorded since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated:0,31%, which is below 1%. Due to this information no systemic issue could be determined.device history record of the complaint lot was reviewed. There were no references found which are indicating a nonconformance of the product in question.we have informed about that related to the complaint, mcp ag CAPA 17-10-001 had already been opened. Also, within the scope of CAPA 17-10-001, health hazard evaluation hhe-17-10-004 was requested. Based on the CAPA, the most probable root causes can be defined as: -insufficient component specifications for vent plugs - missing machine/equipment qualification and process validation for vent plugs - operator failure due to insufficient warning and handling description regarding the vent plug within IFU the received picture and similar complaints have been examined and similar failures were found according the different article number. Based on the investigation, the failure could be confirmed. As a corrective action, related to the complaint, mcp ag CAPA 17-10-001 had already been opened and there are a health hazard evaluation and a fsca decision dealing with the problem of arterial cannulae vent plugs and all actions will be followed by mcp ag CAPA 17-10-001.

Event description:
Ref.: #703006654.